Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had an unknown issue. The iol was exchanged for same model different diopter toric company lens following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).